Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately less than a month post implant procedure, the patient developed an infection. It was noted that the patient had a significant hematoma and pocket dehiscence. Antibiotics was administered and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.